Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon returned unit evaluation, the claimed condition was confirmed. The cement mixture leaked through the lid and chamber. A definite root cause could not be determined at this time. According to risk documentation and previous evaluations related to cement leakage through lid (cap), the potential root causes are the following: lid was not properly locked on the mixing chamber or the o-ring was caught when locking the lid. (User related). Improper design of the mating tabs of the mixing chamber and lid. Improper design between lid, o-ring and mixing chamber. Allows cement to leak through during mixing/transfer. The manufacturer instructions for use states the user will ensure the lid is locked securely to the mixing chamber. An audible click indicates the lid is locked securely. Failure to comply may result in the high pressure ejection of the lid and the cement. The device was scrapped at the manufacturer.

Event description:
It was reported that the autoplex was being used in a procedure when the cap did not lock on resulting in cement being leaked from the device. The procedure was delayed 45 minutes while a back up device was retrieved, which required the patient to be under additional anesthesia. The procedure was completed successfully with the back up device.

Event description:
It was reported that the autoplex was being used in a procedure when the cap did not lock on resulting in cement being leaked from the device. The procedure was delayed 45 minutes while a back up device was retrieved, which required the patient to be under additional anesthesia. The procedure was completed successfully with the back up device.